Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the health professional could not interrogate the system controller to review the history file. The patient¿s system controller was exchanged and the issue was resolved. Upon review, it was noted that a pump stop had occurred and lasted a brief second. The patient reported that it occurred while turning over in bed. No further action was taken and they will continue to monitor the patient.

Manufacturer narrative:
Additional investigation results: the reported event of a system stop was confirmed during the review of the log file. The system stop appeared to have had a duration of approximately 2 seconds. The system controller operated as intended during analysis. Pump stops were not reproduced during testing. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation. The investigation did not confirm the reported event of no communication with the system monitor. The system controller was functionally tested and was found to operate as intended. The reported event was not reproduced. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4): the device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.